Event description:
It was reported to covidien on 04/03/2009 that a customer had an issue with a thoracic catheter. Customer states the surgeon was using the product per the IFU. The catheter had been introduced into a pt for 48 hours. On removal of the catheter, the tip fractured at the drainage eye tips and broke free. The broken tip of the catheter (1cm) remained in the pt without sequelae until (B) (6) 2009 when it was reported it had been removed.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.